Event description:
It was reported that the customer's insulin pump alarmed compromised force sensor system while priming the infusion set. The customer explained that she was changing the infusion set when the alarm occurred. The customer's blood glucose was 130 mg/dl. Troubleshooting was done. The customer stated that the drive support cap was sticking out. The customer was unsure if she had been pressing the cap while connected. Advised customer that the alarm may have occurred when, during seating, the force sensor did not detect the reservoir. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. The insulin pump alarmed prime during basic occlusion test due to loose/protruded drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.